Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the sensor keeps her up all night with false alarms. Customer had differences in sensor glucose and blood glucose readings. Customer declined troubleshooting. Customer was able to clear the motor error alarm and everything was fine. Customer stated that the pump was missing the rubber seal. Customer tried to put it back but it fell back out. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window and a missing reservoir tube seal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-04353.